Event description:
Medtronic received information that a 23-milimeter (mm) bioprosthetic valve was implanted into a failed mitroflow 23 mm valve. No additional adverse patient effects were reported. 702635179. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).